Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal vertical gastrectomy, while being applied for the first and second firing from the antral stomach portion, the stapler was able to fire but the green staple did not form properly and the arc position was achieved. The distal staple line was also incomplete and the jaws locked on tissue and was removed manually. To resolve the issue, manual suture was performed by the outer edge of the stomach. Patient was reported to have no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection noted that the loading unit was fully fired. No staples or staple line was visible. Functional testing could not be performed as the physical product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.